Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a downstream occlusion set alarm, which interrupted delivery and may have been a false alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed. The cause is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of (B)(4). If any additional information is received, a follow up MDR will be sent.